Event description:
I had vaginal laser procedure done for vaginal atrophy. The device is called co2re intima by syneron candela. I had 2 painful, burning sensations. I was too scared to get the third session. The gyno who performed the treatment was informed of my pain, burn during and after treatment. The first cream that I was suggested to purchase was aquafor so I did. Days later I emailed (9 days later according to the facility) I complained of continued pain and burns. They said waiting 9 days was too long to wall and call. Well, on(B)(6) I had hand surgery so my focus was on planning this surgery and getting all details straightened out. Right after hand surgery, I emailed my complaints about the horrible way the session went. The dr, a gynecologist who performed the treatment wrote prescriptions for vaginal estradiol and a compound cream for pain and numbing. These products, according to the dr, should help with future treatments. Nowhere on the pamphlet from syneron candela for the co2re intima laser for vaginal atrophy, rejuvenation, does it mention pain, burning or that products will be needed to alleviate pain, burns for present and future sessions. I was too scared to get the 3rd treatment done. Syneron candela leads you to believe that you have a good chance of improvement, but by the 2nd treatment you should have improvement that you could have intercourse, waiting approx a week first. Well, no way was my vagina healthy enough for intercourse. Six months later and I still am not ready. No lab dates, just emails with dr who performed treatments and proof of presrs she had me purchase. I did have a pap smear by another gyno. Which came back reg. So, I showed that I had no major vaginal problems except vaginal atrophy, so the procedure should have been pain free. Syneron candela.